Event description:
The patient reported that the ok and down arrow buttons were stiff and difficult to press. The patient reported that the buttons needed to be moved around in order to respond to press. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin attached to a belt and occasionally cleaned the pump with a damp paper towel.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.